Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a pt the device displayed a "poor pad contact" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.